Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. There were two lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 9042979, medical device expiration date: 29-feb-2024, device manufacture date: 11-feb-2019. Investigation summary:- complaint evaluation / complaint history check for the event(s) that occurred. A complaint history check was performed and this is the 1st related complaint for difficult/unable to operate on lot # 8127846 and lot # 9042979. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8127846. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 9042979. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200809482] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs were found to have a gap between the body of the filter and the syringe. This was noticed in to different lots. No patient impact was reported.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs were found to have a gap between the body of the filter and the syringe. This was noticed in to different lots. No patient impact was reported.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.5. PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. An additional lot number was provided during investigation. There were three lot numbers reported to be involved. The information for the additional lot number is as follows: d.4. Medical device lot #: 9042979 d.4. Medical device expiration date: 29-feb-2024 h.4. Device manufacture date: 11-feb-2019. D.4. Medical device lot #: 6116674 d.4. Medical device expiration date: 31-may-2021 h.4. Device manufacture date: 04-apr-2016. Samples were received and the investigation has been updated to reflect this. Investigation summary: customer returned six (6) loose 29gx12.7mm, 1ml bd insulin syringes. Consumer reported the liquid does not rise. All six returned syringes were examined and no apparent issues were observed. These syringes were then tested for flow: all six syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no manufacturing defects were observed the alleged issue could not be confirmed. The attached photo was examined and no defects were observed that would impact the ability of the syringe to draw correctly. A review of the device history record was completed for batch# 8127846. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 9042979. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200809482] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 6116674. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200648780] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.